Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 600 mg/dl and that he was unable to access the bolus wizard due to his blood glucose not transmitting from his meter to his insulin pump. The patient had not yet treated. He did not experience any symptoms of hyperglycemia either. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined due to lack of a tubing clamp; the customer also changed their entire set, reservoir and insulin prior to calling. The customer was assisted with accessing the bolus wizard, and he delivered a 10-unit insulin pump bolus. No products were returned or replaced.